Event description:
The account reported the intraocular lens (iol) was improperly loaded into the insertion system and the haptic stuck to the optic of the iol. There was no patient injury reported.

Manufacturer narrative:
The device was received and inspected under illuminated 10x magnification. Results showed the leading haptic stuck to the optic. During a retrospective review of the complaint database, it was determined this event was MDR reportable as a malfunction. The manufacturer will continue to monitor and trend all reports.